Event description:
It was reported that this was an arteriotomy closure of the right common femoral vein with 3 access sites using prostyle devices after an ablation interventional procedure. Hemostasis was successfully achieved with a prostyle device at each of the first two access sites. When attempting to close the 3rd access site via an 8.5fr sheath hole, resistance was felt when backloading the prostyle onto the guide wire. A figure of eight suture was done to achieve hemostasis at this access site. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. A femoral angiogram was not taken. No additional information was provided.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow-up will be submitted with all relevant information.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral vein with 3 access sites using prostyle devices after an ablation interventional procedure. Hemostasis was successfully achieved with a prostyle device at each of the first two access sites. When attempting to close the 3rd access site via an 8.5fr sheath hole, resistance was felt when backloading the prostyle onto the guide wire. A figure of eight suture was done to achieve hemostasis at this access site. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. A femoral angiogram was not taken. No additional information was provided.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow-up will be submitted with all relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. Reportedly femoral imaging was not performed. It should be noted that the electronic perclose prostyle instructions for use (IFU) states: perform a femoral angiogram to verify the location of the puncture site. It is unknown if the IFU deviation contributed to the reported difficulties. Additionally, the pre-close technique was not used when closing with a sheath greater than 8f. The IFU states: for arterial and venous sheath sizes greater than 8f, at least two devices and the pre-close technique are required. In this case, the IFU deviation would not have contributed to the reported difficulties. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.